Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead and device, high out of range shock impedance values were continually observed. It was reported that multiple configurations were tired, as well as terminal pin cleaning and reconnection, so as to resolve the issue. Ultimately, the physician was unable to establish favorable measurements and both products removed. After changing both the lead and device, the shock impedance values normalized and the procedure completed in the absence of injury.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function observed. Laboratory analysis was unable to replicate the clinically observed issue(s); device has been archived at meeting specifications.

Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Event description:
The device was returned for a post market assessment.